Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of 3 units of minicap extended life pd transfer sets were ¿loose¿ from the light blue main body of the twist clamp. This was noticed prior to use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The dark blue female connector was fully seated to the light blue main body on all three samples. Separation did not occur while using twisting motion by hand where the two components are joined. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.